Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 31ga 6mm wholeunit 10bag had foreign matter in the barrel. This occurred on 7 occasions during use. The following information was provided by the initial reporter: material no: 324909 batch no: 9273267. It was reported that the consumer found liquid within the barrel. Verbatim: consumer reported finding a liquid within the barrel that comes out of the needle when pressing plunger up to the top of syringe before inserting into vial. I've informed this consumer could be medical lube but we need to review the samples in lab. Consumer stated would be nice if the box included this note you might see a clear liquid come out of needle before drawing up insulin.

Event description:
It was reported that syringe 0.3ml 31ga 6mm wholeunit 10bag had foreign matter in the barrel. This occurred on 7 occasions during use. The following information was provided by the initial reporter: material no: 324909 batch no: 9273267. It was reported that the consumer found liquid within the barrel. Verbatim: consumer reported finding a liquid within the barrel that comes out of the needle when pressing plunger up to the top of syringe before inserting into vial. I've informed this consumer could be medical lube but we need to review the samples in lab. Consumer stated would be nice if the box included this note you might see a clear liquid come out of needle before drawing up insulin.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/23/2020. H.6. Investigation: customer returned (10) 3/10cc, 6mm, 31g syringes in a sealed poly bag from lot # 9273267. Customer states that there is liquid within the barrel. All returned syringes were examined and no foreign matter was observed in the barrel. However, a small, clear droplet of material came out of the cannula when fully depressing the plunger rod of 4 out of 10 samples. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch# 9273267. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were two (2) notifications [200845567, 200845495] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: excessive silicon being put in the barrels.